Event description:
After the pvc procedure, the patient had a right-sided hemothorax. The patient was taken to cvor for surgery. During the procedure, there were no signs of effusion pre or post procedure. The cause of the hemothorax is unknown. Abbott is working to obtain additional event information and further clinical details.